Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 30mg/ml at 1 9mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated that he had been maxed out of the morphine and the dilaudid and he still feels no relief. The patient had not experienced any issues that the reporter was aware of other than some weight loss in regards to if any environmental, external or patient factors that may have led or contributed to the issues. The diagnostics and troubleshooting performed was fluoro imaging was done and a catheter dye study on (B)(6) 2018 which was unsuccessful, and switching medications out of the pump to see if there is any change in patient feeling relief. The catheter dye study was not successful, the physician could not aspirate the catheter. The issue was not resolved at the time of the report. A revision is being scheduled for patient to see if there is an issue with the catheter. As of the day of the report there was no surgical date for the catheter/pump revision. The patient status was noted as alive, no injury. No further complications were reported.